Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the insulin pump alarmed no delivery. The customer was educated regarding the causes of the alarm. Customer stated that her blood glucose does not go high and she resumed using the insulin pump. Customer stated she leans on the insulin pump sometimes and thinks this maybe what causing the issue. Advised the customer to call back when issue reoccur so we can do troubleshooting. No further information provided.